Manufacturer narrative:
A ge representative evaluated the system and replaced a faulty high voltage cable. System operates as intended.

Event description:
It was reported that the system generated a collimator error during a case. No patient injury was reported.